Event description:
It was reported that the customer received a calibration error and a no delivery alarm. The customer's blood glucose level was 307 mg/dl. When he removed the sensor, the cannula was missing. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted and bent inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.